Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called to report a (B)(6) study. A repeat procedure will be necessary due to the alleged malfunction. There was no harm to the patient and had no complications due to the alleged malfunction. The customer will submit the study for review, but no equipment will be returning.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.